Event description:
A (B) (6) male patient underwent aaa repair on (B) (6) 2009. The physician placed a zenith main body and two zenith iliac legs. The physician covered the renals and converted the patient to open repair. He performed a renal bypass to perfuse the renals. The patient went on dialysis post-op and has subsequently expired.

Manufacturer narrative:
(B) (4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states that user should ensure patency of renal arteries by confirming that the proximal graft markers are 2mm or more below the lowest patent renal artery. The IFU provides recommendations for proper selection of graft size and length based on patient's specific vessel anatomy. Additionally, the IFU provides warning and precaution that inaccurate placement could result in inadvertent occlusion of the renal arteries. The IFU goes on to say that, renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The failure mode assigned to this case is, "physician deploys aaa graft inaccurately". This failure mode was determined based on the provided complaint communication form supplied by the local cook representative. The representative's comments are documented on this form: "....they covered the renals and opened the patient to do a renal bypass to perfuse the renals." A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints.